Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the gas leakage from the secondary piping was due to damage on electropneumatic proportional valve unit from stress, however, a definitive root cause could not be identified. It is likely the supply pressure sensor did not work properly due to a failure of the circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited damage on the electropneumatic proportional valve unit, gas leakage from the secondary piping, and a faulty supply pressure sensor. There was no patient involvement.